Event description:
It was reported that during a laparoscopic gastric bypass procedure, the anvil would not stay in the otomy and the anastomosis did not form. The anvil fell into the abdomen and was retrieved. The tech noticed that the top of the staple line formed and the bottom was not formed. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.